Event description:
It was reported the patient¿s device was replaced six days prior to report. It was stated the device ¿wasn¿t working¿ and wasn¿t connecting where it needed to, so the implantable neurostimulator (ins) and leads were replaced. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: (B)(6) 2007, product type programme, patient product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2005 product type extension. Product ID 3889-28. Lot# j0455432v, implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: lead. Product ID 3889-28, lot# j0455432v, implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: lead. (B)(4).